Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to the customer¿s site. The stm evaluated the iabp and found no issues with the fiber-optic module. The stm performed safety and functionality checks, completed per the service manual and passed to factory specifications. The stm returned the unit for clinical service upon completion.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a fiber optic port issue. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.